Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege the patient suffered significant and chronic pain. Doi: (B)(6) 2006, dor: no information (right side). Patient is a resident of (B)(6). Plaintiff¿s preliminary disclosure form received (B)(6) 2012. Update: (B)(6) 2013 - asr/supplemental received. Dor has been updated. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013- patient's medical records were received. Records indicate upon implantation of the femoral head component a small crack occured in the medial calcar neck. Upon revision a cavitary cyst was found in the posterior superior areas of the acetabulum, and it was noted there was concern the patient had been subluxing. The femoral component was added to the complaint and the complaint was reopened. Dor: (B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.